Manufacturer narrative:
Patient's date of birth unavailable. Patient's weight unavailable. The device was discarded, thus no investigation could be completed.

Event description:
A lead extraction procedure commenced to remove three leads: a right ventricular (rv) lead, model 5076, implanted 71 months, another rv lead, model 4024, implanted 328 months, and a right atrial (ra) lead, model 4524, implanted 328 months. Spectranetics lead locking devices (llds) were used as the traction platform to aid in the leads'' extractions. It was reported that the ra lead, model 4524, and the rv lead, model 4024 were successfully removed during the procedure. However, as the physician was alternating use between a spectranetics 14f glidelight laser sheath and a spectranetics tightrail rotating dilator sheath to attempt extraction of the rv lead, model 5076, it was reported that there was bleeding from the pocket. The surgeon went in through the pocket, and discovered a left cephalic artery and vein injury, along with a subclavian injury. It was discovered that this was due to the initial placement of the rv lead; the lead was placed in a collateral vein to the subclavian, and when the devices entered the vessel, the cephalic artery and vein injuries occurred. It was suspected that the patient had an arterial/venous (av) fistula (between the subclavian vein and the cephalic artery) prior to the case. The tears were successfully repaired by the surgeon, and the rv lead, with the lld present within the lead, were cut and capped, and jailed in place (please reference MDR #1721279-2021-00116 which captures the lld which was cut and capped within the rv lead and remained in the patient). The patient survived the procedure. This report is submitted to capture the 14f glidelight device which was in use in the area of injury. The glidelight may have caused or contributed to the injuries sustained during the procedure. The manufacturer is listing the tightrail device (in use in the area of injury as well) as a concomitant device. There was no alleged malfunction of any spectranetics device in use during the procedure.